Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 31mm amplatzer amulet was selected for implant using a 14f amplatzer torqvue delivery system. The patient did not have a tortuous anatomy. The left atrial appendage (laa) was a "large open appendage with fibrous septum" that was ballooned with a 5x40 mustang peripheral balloon to allow the 14f torqvue to cross. However, the torqvue tip "burred" at the dilator proximal tip. The physician suspects that the cause was when the delivery system was advancing over the wire prior to ballooning the septum. The amulet was unstable on tug test and was attempted to be recaptured. However, a kink was noticed in the proximal third of the delivery system. The kink occurred when the physician was attempting to recapture the amulet to remove from the patient. The amulet and the delivery system were exchanged for a new 28mm amplatzer amulet and a new 14f amplatzer torqvue delivery system; the procedure was completed successfully. The patient was reported to be in stable condition.

Manufacturer narrative:
It was reported that during procedure the tip of the dilator was damaged during procedure. Also reported that the patient had tortuous anatomy. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the findings, the issue appears to be related to a potential product quality issue; therefore, exception issue 130010 was initiated to further investigate this complaint. The primary root cause was related to the potential for medium density polyethylene and pebax to not homogeneously blend during melt processing. This potential relating to the material characteristics of the resin mix is the root cause of both the noted cracking and tearing with contributing causes of pebax material absorbing moisture and without sufficient drying steps prior to extrusion/shaping via heat, where the moisture could off gas and cause material voids, leading to structural weaknesses, leading to the potential for tearing during use when sufficient force is applied.